Event description:
Pt was undergoing a diagnostic lap, subtotal gastrectomy, retroperitoneal lymph node dissection and cholecystectomy. When using ethicon endo-surgery proximate linear stapler the first reload of staples misfired. A gastrojejunostomy anastomosis was then hand sewn.